Event description:
It was reported that the patient developed a scar at the pod¿s infusion site (leg) while wearing the pod between 36 and 48 hours. The patient's blood glucose level reached greater than 250 mg/dl. The infusion site was reported to be red and swollen. As treatment, a new pod was applied. The patient did not report about requiring medical attention for the infusion site scarring.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.